Manufacturer narrative:
Reference manufacturer report number: 1221359-2021-00020. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m126450 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m126450, test base part number 190-430 / lot: m126450. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m126450 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample and the use of viral transport media. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a nasal swab in viral pbs phosphate buffered saline transport media. Repeat testing was performed on (B)(6) 2020 with a different ID now covid-19 assay of the same lot number and generated positive results. Vitaassay - cfx biorad technique confirmation testing on nasopharyngeal swab generated negative results. Values of the confirmation testing were not provided. The sample was again repeated with the ID now covid-19 assay after negative confirmation tested and negative results were generated. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.